Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were noticed during in situ measurements. Reimplantation is considered.

Event description:
Affected channels were noticed during in situ testing. There was no known injury, but an accident or trauma cannot be ruled out for sure. The user showed good benefit prior to the reported issue. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Affected channels were noticed during in situ testing. There was no known injury, but an accident or trauma cannot be ruled out for sure. The user showed good benefit prior to the reported issue. The user was re-implanted.